Event description:
The pt tested blood glucose on suspect device and was 377 mg/dl. He then took normal dosage of 15 units n, he also took extra 19 units of r insulin. The pt become "out of it", not aware of his surroundings so mother tested blood glucose on suspect device and was 111 mg/dl. She gave him orange juice and mountain dew and took him to the ER. At the ER, he snapped out of it and the lab blood glucose was 93 mg/dl. The dr increased insulin dosage.